Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with a previous surgical aortic valve (manufacturer unknown), the patient's initial systolic blood pressure was 100 mmhg. The valve was deployed once to 80% and the patient became unstable. The blood pressure decreased to less than 55 mmhg systolic and the ejection fraction (ef) dropped from 45% to 10 % according to the transesophageal echocardiogram (tee). The valve was recaptured and removed from the body. The left main coronary artery (lmca) was visualized under tee. Cardiopulmonary resuscitation (CPR) was initiated for the hypotension. Sinus bradycardia with intermittent vp" was also reported. Percutaneous bypass was initiated but was not officially started because the ef returned to baseline and hypotension resolved with minimal chemical support. An aortogram was performed and both coronaries filled. The valve was re-prepped and a fluoroscopic check was performed. The valve was deployed again to 80%, with the same result. The lmca was unable to be visualized via tee during this period. The valve was recaptured and removed again. At the time of recapture, the lmca was visualized. CPR was initiated again for a short period of time. The patient was successfully resuscitated. The case was aborted and a valve was not implanted. The physicians at the case did not have a clear explanation of why this occurred. The team was going to discuss future options for this patient. No additional adverse patient effects were reported.